Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 40 mg/dl when paramedics arrived. Customer stated that last month her son found her on the floor with low blood glucose of 43 mg/dl and gave her glucose drink. Customer stated that when she felled she hit her chest and 4 days later her son took her to emergency room due to the chest pain. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.